Event description:
Gastrostomy tube balloon broke during inflation, trocar. Portion of trocar broke off during use. Patient admitted for laparoscopic g tube. When using elbow items, an orange piece broke off trocar. Item retrieved and the button on the g-tube broke off. Item retrieved. No harm to patient. Items given to purchasing manager [redacted name] for review with company. 5mm trocar ref# ms100705, lot #p3e0261. Gastric button g tube ref# m1-5-1410-I, lot #221210-042.